Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) coupler,3.0mm was not closing properly. This was observed prior to patient use. There was no patient involvement. No additional information is available.